Event description:
On (B)(6) 2010, the lay user/patient's parent contacted lifescan (lfs) (B)(4) alleging that the patient's onetouch ultramini meter was reading inaccurately. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call. The patient's parent reported that on (B)(6) 2010 at 4:10pm the patient obtained a blood glucose reading of "7.4 mmol/l (133 mg/dl)" with the subject meter. The patient's father confirmed that the patient is not diabetic; however, reported that the (B)(6) child suffers from "glycogen storage disease" and consequently his blood glucose is tested 10x/day. The patient's father informed the csr that "normal" blood glucose readings for the patient are in the "4.5 to 6 mmol/l" range. It is not known if any changes were made to the patient's routine management in response to the "7.4 mmol/l" reading. 20 minutes after testing with the subject meter, the reporter claimed that the patient developed a cold sweat and was displaying signs of discomfort. At the onset of symptoms the patient's blood glucose was tested with the subject meter and obtained readings of "7.2 and 2.8 mmol/l" performed within the same minute. The reporter also stated that the patient was also tested on another device and obtained a result of "2.7 mmol/l." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% (for precision testing) and <= 30% (for meter to other meter comparison). The reporter claimed that the patient was treated with glucose gel 5 minutes after the onset of symptoms and a few minutes later was given a "corn starch water mix." The reporter confirmed that the patient was stabilized after the treatment. At the time of troubleshooting, the csr noted that the reporter did not have control solution to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after obtaining an alleged inaccurate reading with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.